Manufacturer narrative:
Manufacturing date - june 20, 2016 ¿ june 22, 2016. The device was returned and an evaluation is complete. Visual inspection was performed and noted evidence of a leak at the solvent bonded junction of the tubing and stress member near the fillport. A functional test was performed by manually filling the bladder with fluid, but no evidence of leak/backflow was observed at the fillport, only the junction of tubing and stress member. The reported condition was verified and the cause was undetermined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was backflow from the fill port of a small volume intermate after filling with meropenem. There was no patient involvement. No additional information is available.